Event description:
A non-health care professional reported that during implantation of an intraocular lens (iol) the lens had a crack. Additional information was requested and received stating that lens was stuck in incision and removed without damage. The surgeon made larger incision. In surgeons opinion the loading error contributed to the event. There was no patient harm or hospitalization for the event.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).